Event description:
It was reported that the pt expired. The pt had multiple health issues. The cause of death was not believed to be attributed to the implantable neurostimulator devices. The pt's physician was not aware of any health problems. Refer to MFR's report# 6000032-2009-05088.